Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred on a trilogy evo ventilator during testing. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed by the operational check performed. During the evaluation it was noted that error code e-262 was present in the event history log indicating data in the electronically erasable programmable read-only memory (eeprom) was corrupt on the system/central processing unit (cpu). In conclusion, the device's system printed circuit board assembly (pca) was replaced to address the issue. The root cause is confirmed at this time as evidenced by the resolution of the error code after replacement of pca. The device passed all final testing. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.